Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported dialysis solution leaked out of cassette and into the cycler. Upon removing the tubing set, post treatment, the patient found fluid in the cycler. There were no prophylactic antibiotics administered. The patient's effluent remained clear and the patient is fine.